Event description:
During a pulmonary vein isolation ablation in the left atrium, a pericardial effusion occurred. During the procedure artifact was noted from the signals of the electrodes on the ablation catheter and the patient became hypotensive. A pericardial effusion was confirmed with ultrasonography. The patient was stabilized with medication and transferred to the intensive care unit. The ablation procedure was not continued.

Manufacturer narrative:
Further communication from the abbott representative, to stabilize the patient a pericardial effusion was performed the day following the procedure.

Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is 3008452825.

Manufacturer narrative:
One tacticath sensor enabled contact force ablation catheter was received for evaluation. The magnetic sensor, thermocouples, and electrodes 1-4 met specifications during electrical testing. No open or short circuits were detected. Additionally, optical fibers 1-3 met specifications for optical properties and contact force was displayed when connected to the tactisys unit. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.